Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The following sections were updated: g4, g7, h2 and h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. As a result of the legal manufacturer¿s investigation, olympus has concluded that the damage to the device was likely caused by user error and improper handling. Damage to the receptacle can occur when the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action may result in damage to receptacle socket. The instructions for use (IFU) state: "connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug." On page 20, " connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug." In addition, the IFU states, "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage."

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. The user report was confirmed, noting that the device could not be plugged in due to a damaged transducer receptacle - broken pin on the power cord. A new power cord was installed on the device, inspected, tested, and successfully passed all functional tests, including electrical safety tests. The unit was packaged and returned to the customer on 30dec2020. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the shockpulse-se lithotripsy system's transducer receptacle was damaged. According to the initial reporter, the device remained functional. There was no patient harm of consequence reported as a result of this event.